Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported clip opened while locked could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling. The additional mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 90202u167) was advanced mitral valve and grasping was performed. The clip arms were opened to 120 degrees. A moment later, it was noticed that the clip arms continued to open up to 180 degrees without turning the arm positioner. The clip arms were reclosed to 120 degrees to grasp the leaflet and the clip was deployed. The second cds (90124u127) was advanced to the mitral valve; however, the same issue occurred. The second clip was also deployed. Two clips were implanted, reducing mr to 1. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.